Event description:
It was reported that during a lap anterior resection of rectum, the firing trigger could not be grasped when the device loading the cartridge was used on the rectum at the 1st stroke of the 1st firing. The device intended to be released, but it could not be released with the manual knife reverse switch. Eventually, the device could be removed from the patient by moving the clamped tissue several times. There was a possibility that the device clamped a forceps at the time of firing. No staples were deployed. Reinforcement material was not used. Another device was used to complete the case. There were no adverse consequences to the patient.

Manufacturer narrative:
(B)(4). Additional information was requested and the following was obtained: just for clarification did the device not fire (no staples deployed or cut line started)? Es. Did the jaws of the device eventually open? ---yes. Did the knife return to the home position? --- the information was not provided from the hospital. Was there damage to the tissue once the device was removed? If yes, how was this resolved? --- the information was not provided from the hospital.

Manufacturer narrative:
(B)(4). The sc60a device was received for analysis with no visual non-conformances and with an ecr60d cartridge loaded in the device. The cartridge reload was received partially fired 1/16. Furthermore the cartridge deck was found damaged where the firing stopped. The damaged found on the cartridge deck is consistent with damaged caused when the device is clamped over a hard object. When this happens the cartridge gets indented therefore there is not enough space for the wedge pushing the driver to continue its run. If resistance is felt, stop and replace the cartridge. Please reference instructions for use for additional instructions. The returned device was tested for functionality in the articulated position with a test reload. The device achieved its complete stroke firing sequence without any difficulties. The staple line and cut line were complete and the staples were noted to have the proper b-form shape. Once the device completed the firing sequence the knife returned home as intended. Event could not be confirmed as the device closed and opened without any difficulties noted. It should be noted that in order to open a device that has being partially fired or fully fired a reverse stroke needs to be performed trigger to trigger to handle in order to return the knife to the home position (indicator in the "0" position) and press the anvil release button to open. The batch record was reviewed and no anomalies were noted during the manufacturing process.